Manufacturer narrative:
Investigation: customer returned (1) 1cc allergy syringe with part of the shelf carton from lot # 6291877. Customer states that the needle broke in the vial. The returned syringe was examined and exhibited a detached cannula. The loose cannula was returned in the shield of the syringe. The sample was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. Adhesive was also observed on the cannula shaft. A review of the device history record was completed for batch #6291877. All inspections were performed per the applicable operations qc specifications. The sample was forwarded to manufacturing ((B)(4)) on 17nov2017 for further review. On 21nov2017, (B)(4) received one (1) 1mlallergy syringe and a portion of a shelf carton from batch# 6291877. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, no additional findings to those found in (B)(4) were noted. Probable root cause is a misalignment during adhesive application on the pils (point inspect lube shield) machine. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover/shield difficult to remove and their associated root cause(s). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 1 ml allergy syringe with 28 g x 1/2 in. Bd precisionglide¿ permanently attached needle broke off in the vial while drawing the medication. There was no report of exposure, injury or medical interventions.